Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cage migrated post-op, no prolongation in surgery. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: since the concerned acis-implant was not returned for analysis and the exact article and lot number is not known the present complaint cannot be fully analysed. The review of the x-rays, particularly the x-ray that was taken on (B)(6) 2015, revealed that the cage is migrated anteriorly. Product was not returned and no art/ lot number was provided, an investigation could not be performed. X-ray reviewed: anteriorly cage migration confirmed, no further investigation can be done and we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight information not reported. Date unknown when migration occurred. This report is for unknown acid cage/unknown lot number. Unknown implant or explant date. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.